Event description:
A customer reported that they were experiencing bubbles in the tubing during procedures. It was indicated they needed to draw or run the bubbles out through the system. There was no patient harm reported. Additional information was requested and has not been received at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).